Manufacturer narrative:
Retention products for the reported lot number were tested with qc cutoff hcg standard (25 miu/ml) and high hcg clinical urine (213.7, 208.6, 214.6 iu/ml). All test devices produced expected positive results at the 3-minute read time. No negative results were obtained. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. The reported complaint for false negative results was not replicated as retention products performed as expected. A root cause could not be determined based on the information provided. Per the package insert, very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. False negative results may occur when the levels of hcg are below the sensitivity level of the test. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Retention and returned products for the reported lot number were tested with qc cutoff hcg standard (25 miu/ml) and high hcg clinical urine (200.6, 208.6, 213.7, and 214.6 iu/ml). All test devices produced expected positive results at the 3-minute read time. No negative results were obtained. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformance's, deviations, or abnormalities were found. All quality control specifications were met. The reported complaint for false negative results was not replicated as retention and returned products performed as expected. A root cause could not be determined based on the information provided. Per the package insert, very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. False negative results may occur when the levels of hcg are below the sensitivity level of the test. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Investigation pending.

Event description:
On (B)(6) 2019, the patient presented to the facility for an iud placement. The patient's urine was tested on the henry schein one step+ hcg urine cassette and a negative result was obtained. Based on the negative result, the iud was then placed. The physician performed an ultrasound to confirm that the iud was placed correctly and found the patient to be pregnant. The iud was then removed and the patient was sent home. No adverse outcomes were reported to the customer and no further information was available. The customer was advised per pi this test provides only a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.